Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began at an unspecified time on (B)(6) 2015 when she obtained a blood glucose reading of 142mg/dl using the subject device compared to a reading of 303mg/dl obtained using a hospital meter, both measurements were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes using novolog and levemir insulins (dose not provided) and continued with her usual diabetes management routine after the alleged meter issue began. The patient reportedly experienced symptoms of fast heartbeat, although the patient could not confirm whether these symptoms started before or after the alleged meter issue. The patient stated that she was hospitalized on (B)(6) 2015 and received hcp treatment of 45 units of insulin in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and the test strips were not expired. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began, and received hcp treatment for an acute blood glucose excursion.